Event description:
Ent blade broke during procedure. Staff unable to locate metal tip. X-ray ordered by physician. Object not visible on x-ray. Object was found by staff person after pt was transferred to recovery. Object measures approx 1/8" in diameter by 3/8" in length.